Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized sometime in (B)(6) 2014. The customer was hospitalized due to high blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. The customer reported multiple start-up errors from the insulin pump. It was reported that the insulin pump would reset itself every time the error occurred. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No error alarms or unexpected check settings alarms were noted during testing. An alarm was noted in the history screen due to corrupted history files. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a scratched case.